Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event where three infusion sets fell off on (B)(6) 2024, (B)(6) 2024 and (B)(6) 2024 during use. Infusion sets were used for less than 24 hrs for all events. Blood glucose level was 140mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
(B)(4) - device 1 of 3.